Manufacturer narrative:
(B)(4). Upon follow up it was reported, on an unknown date dianeal therapy was discontinued, the patient¿s peritoneal dialysis catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient¿s peritoneal effluent was not clear and the patient had not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with reflin (route, dosage, frequency, and duration not reported) and tobramycin (route, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was unknown if the patient was recovered or was recovering from the peritonitis, but it was reported that the peritoneal effluent fluid was not cleared at the time of this report. No additional information is available.